Event description:
It was reported that, "pt had undergone previous ercp where physician could not find the papilla due to tortuous anatomy. Pt subsequently had ptc and drain placed. Second ercp (rendezvous) performed by physician. Access was gained and the drain was pulled. Stent was placed and as the team began to click slowly, the stent was taking an unusual amount of time to deploy. The sound of the click was off. Dr (B)(6), the rn (B)(6) and the fluoro tech (B)(4) all said that the usual click sounded too loud. He lost scope position due to the anatomy. Once he regained position, he had visual confirmation that the stent had been completely deployed. A 1/3 of the proximal end inside of the duct and 2/3 in the duodenum. Dr (B)(6) proceeded to pull the stent to try to remove before it fully expanded. The stent broke into several pieces. With the proximal end of the stent still in the duct he placed a wall stent alongside of flexxus. As far as the physician knows, the pt is ok, but needed to be admitted for a longer period of time after the case.

Manufacturer narrative:
The removed piece of device, from incident, is expected to be returned. Conmed will forward device to OEM on receipt. OEM is conduct product investigation. OEM has already been informed of incident by conmed. A supplemental report will be sent when OEM investigation report is received by conmed.